Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had many reprogramming sessions following the surgical consult in order to resolve the lead migration and lack of therapeutic effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s device was in overdischarge. The patient had quit charging because the leads moved and reprogramming did not help him get coverage and/or relief back. The rep performed a trickle charge in preparation for a surgical consult, and the power on reset (por) was cleared. The issue was not resolved as of (B)(6) 2017, but the patient was alive with no injury. No surgical intervention occurred, but surgical intervention was planned though it had not been scheduled. The issue occurred during normal use.